Event description:
Doctor had trouble navigating pt anatomy. Made several attempts to navigate pt anatomy. He would retract the trocar several inches then go forward, then back several inches, then forward. During the attempted passes he would feel the sleeve slip on the trocar and had to tension it with his fingers to keep the sleeve on the trocar. When trocar finally appeared the sleeve was not visible. Doctor removed the sling and noticed approximately 1.5 to 2 inches of the sleeve missing. Doctor elected to leave material in the pt; felt it would do more harm in trying to extract than leave in.

Manufacturer narrative:
.